Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the end of the sheath was divided and no longer entered the patient's body. The doctor followed the IFU. The doctor finished the procedure with teleflex's same product.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with various components. Visual examination of the dilator revealed signs of use in the form of biological material on the interior and exterior of the distal tip. Signs of fraying and white stress marks were observed on the tip. The tip also had a small separation. The length of the returned dilator extrusion was 3.976", which is within specification. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit states to enlarge the cutaneous puncture site with the cutting edge of the scalpel if necessary prior to using the dilator. The reported complaint of a damaged dilator tip was confirmed by complaint investigation. The dilator tip was frayed and contained white stress marks, indicating excessive force. The returned dilator passed all relevant dimensional specifications. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the end of the sheath was divided and no longer entered the patient's body. The doctor followed the IFU. The doctor finished the procedure with teleflex's same product.